Event description:
The customer reported to olympus that the evis lucera gastrointestinal videoscope was leaking. No reports of patient harm were associated with this event. The device was returned to olympus for a device evaluation and found that there were foreign objects in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the reported in b5, the device evaluation also found the customer¿s allegation was confirmed. Due to deformation of up/down knob, water tightness is lost. Additional device evaluation findings were as follows: due to wear of angle wire, bending angle in up direction did not meet the standard value, due to wear of angle wire, the play of up/down knob was out of the standard value, the paint on suction cylinder was peeled, the paint on air/water cylinder was peeled, the control unit had discoloration, the forceps channel port was shaved, the objective lens had discoloration, the control unit was scratched and damaged, the connecting tube was scratched and wrinkled, the suction connector has corrosion and a scratch, and the plastic distal end cover, the switch box, switch 1. The lock engagement lever and knob, the up/down and right/left knobs, the adhesive on bending section cover rubber, the protector of universal cord on scope connector side and the control section side, the universal cord, the grip, and the suction cover all had scratches. The device was cleaned and disinfected prior to returning to olympus for evaluation. The customer flushed the air/water nozzle with water and air and wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges, and flushed the air/water nozzle with the detergent solution. No abnormalities were observed. Although the defects found during evaluation were confirmed, the foreign material on the scope could not be specified, there was no physical damage where the foreign material was found, and no deviations from reprocessing the device according to the instructions for use (IFU) were reported. A definitive root cause of the foreign material on the scope could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.